Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient noted that a couple of times she got a painful shock when she was using the external device and turned it up too much. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ee3p, implanted: (B)(6) 2013, product type: lead. (B)(4).